Event description:
Reported as "the pt has been re-operated because of abdominal pain, weight regain. The access port was found disconnected. The titanium peace of the port moved out, and has been found after the replacement, somewhere in the stomach (still there)".

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the returned access port without stainless steel connector noted functional and performance tests indicate no leakage at the access port access port tubing. The band remains implanted. There is no other information available at this time from the surgeon to determine the cause of the alleged event of "the titanium piece of the port moved out". Further clarification from the reporter has been requested. Device labeling addresses the possible outcome of leakage as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."